Event description:
Refering to 1000165971-2013-00529: the physician observed ventricular oversensing during scheduled follow-up visit (reportedly, the first noise event occurred on (B)(6) 2013). The associated ICD is a sorin brand paradym dr with serial number: (B)(4). On (B)(6) 2014, the investigation concluded that the a lead issue is most probably at the origin of the observed noise sensing, and recommendations in accordance with the isoline recall (reference: (B)(4)) were provided. Additional information relative to the issue was received on (B)(4) 2014, relative to this new MDR: during a scheduled follow-up on (B)(6) 2014, 2 warning messages about ineffective therapy due to low shock impedance were indicated during interrogation. There was also a high shock impedance measurement stored by the ICD on (B)(6) 2014. A re-intervention is scheduled for (B)(6) 2014 to replace the subject lead.

Event description:
Refering to 1000165971-2013-00529: the physician observed ventricular oversensing during scheduled follow-up visit (reportedly, the first noise event occurred on (B)(6) 2013). The associated ICD is a sorin brand paradym dr with serial number: (B)(4). On 08 jan 2014, the investigation concluded that the a lead issue is most probably at the origin of the observed noise sensing, and recommendations in accordance with the isoline recall (reference: z-0928-2013) were provided. Additional information relative to the issue was received on 31 jul 2014: during a scheduled follow-up on (B)(6) 2014, 2 warning messages about ineffective therapy due to low shock impedance were indicated during interrogation. There was also a high shock impedance measurement stored by the ICD on (B)(6) 2014. The lead and associated ICD were replaced on (B)(6) 2014. Only the proximal section of the lead was removed.

Event description:
Refering to 1000165971-2013-00529: the physician observed ventricular oversensing during scheduled follow-up visit (reportedly, the first noise event occurred on (B)(6) 2013). The associated ICD is a sorin brand paradym dr with serial number: (B)(4). On (B)(6) 2014, the investigation concluded that the a lead issue is most probably at the origin of the observed noise sensing, and recommendations in accordance with the isoline recall (reference: (B)(4)) were provided. Additional information relative to the issue was received on 31 jul 2014: during a scheduled follow-up on (B)(6) 2014, 2 warning messages about ineffective therapy due to low shock impedance were indicated during interrogation. There was also a high shock impedance measurement stored by the ICD on (B)(6) 2014. The lead and associated ICD were replaced on (B)(6) 2014. Only the proximal section of the lead was removed.

Manufacturer narrative:
It was reported that a re-intervention was performed on (B)(6) 2014 and the subject lead was replaced. Only the proximal section of the lead was removed.

Event description:
Refering to 1000165971-2013-00529: the physician observed ventricular oversensing during scheduled follow-up visit (reportedly, the first noise event occurred on (B)(6) 2013). The associated ICD is a sorin brand paradym dr with serial number: (B)(4). On (B)(4) 2014, the investigation concluded that the a lead issue is most probably at the origin of the observed noise sensing, and recommendations in accordance with the isoline recall (reference: (B)(4)) were provided. Additional information relative to the issue was received on 31 jul 2014: during a scheduled follow-up on (B)(4) 2014, 2 warning messages about ineffective therapy due to low shock impedance were indicated during interrogation. There was also a high shock impedance measurement stored by the ICD on (B)(6) 2014. The lead and associated ICD were replaced on (B)(6) 2014. Only the proximal section of the lead was removed.